Event description:
It was reported that approximately one week after implant the patient had an infection at the neurostimulator site and by the incision holes on the head. The entire system was explanted, and (B)(6) was confirmed. It was reported that there was no patient injury, and except for the infection, the patient was fine. The hospital confirmed that the event had nothing to do with the implanted device, and did not want to provide any additional information due to privacy regulations.